Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bowel resection, the eea28 did not fire properly. The failed anastomosis was taken down, reprepped and re stapled with an unspecified competitors device. There was unanticipated tissue loss. The surgical time was delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.